Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial#: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted device was not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review if the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of redness, fever and pus at the pocket site were noted. It was unknown if the infection was device related but not procedure related. The patient was prescribed with antibiotics. The patient underwent an explant procedure.